Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to inspect the pump and pneumatic tap area, remove the o-ring, clean the area with an alcohol wipe or lint-free cloth, inspect the cartridge, and reload it. The customer was able to resume insulin therapy successfully.